Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram and 2 month post operative CT showed the presence of a potential type ia endoleak in the presence of significant calcium in the seal zone that could not be resolved following the placement of a balloon expandable stent. A re-intervention was performed where a type ii endoleak from a patent lumbar vessel at the level of the sealing rings was confirmed, and glue was placed to resolve the type ii endoleak, successfully resolving the type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported.